Manufacturer narrative:
The subject device was returned and evaluated by olympus. The black image was not confirmed during inspection. However, there was a tear in the rear cover holder and the leak test did not pass. The device was repaired and sent back to the user facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely that the image could not be displayed because the camera head and the processor could not communicate due to the water entering from the tear in the rear cover holder, and the electronic circuit being destroyed. The contents of the instruction manual at the time of shipment were checked and the following description identified, regarding the crack in the rear cover holder, leading to image loss: "do not give shock to the camera head". This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report no / black image. This issue was found during preparation for use. There was no report of health consequence to a patient.